Event description:
It was reported by the field service technician that during preventive maintenance, cs100 intra-aortic balloon pump (iabp) malfunctioned. There was no patient involvement. Pneumatic performance test failed. Has been reported. No harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that device's shuttle pressure transducer was faulty and need replacement. 5000-hour maintenance kit was applied to the device, it was determined that the device¿s tests were successfully completed. A 5000-hour maintenance kit is required for the device. The device is not suitable for clinical use.

Manufacturer narrative:
Event site name (B)(6). Event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.